Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced issues with both infusion sets and cartridges. Two infusion sets did not insert correctly and fell off, and one cartridge had a bent tip that prevented connection with the luer connector. The customer stated that blood glucose levels were affected and reached 310 mg/dl for a couple of hours. No backup therapy or ketone testing was performed, and no medical intervention or symptoms were reported. Replacement supplies were arranged, and the customer required no further assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.